Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2021. During the procedure, the doctor successfully released the bands onto varicose veins appropriately. However, when the procedure was about to end, one of the bands came loose from the varicose vein, causing bleeding. It was reported that the bleeding was stopped by injecting a sclerosis drug into the affected area, and the procedure was considered completed at this time. There was no difficulty experienced upon setting up the device. The patient was not admitted beyond the standard of care and is reported to fully recover.